Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to dislodgement leading to loss of capture, low amplitude and low out of range (oor) pacing impedances. Dislodgement was confirmed via x-ray. Physician recommended the patient to do not do effort as patient confirmed to have done effort with the left arm. This lead remains in service. No additional adverse patient effects were reported.